Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: the medical staff removed the cover of the 3.5ml yellow silica gel vacuum sampling vessel and then put it back, which could not be tightened tightly, resulting in leakage of the blood samples inside.